Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: flat creases, voids and white particles. Cloudy after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: -no issues found related with the manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Device analysis lab reported unknown side device with no information as to the reason for return. Healthcare professional reported new device opened and discarded/destroyed due to "ruptured when trying to place implant".